Manufacturer narrative:
Evaluation summary: a female patient reported that the screw of her humapen luxura hd device did not come out when turning the dial for dosing. She experienced uncontrolled blood sugar levels. The patient applied insulin lispro by removing it from the cartridge using a syringe. In addition, the patient reported using the device to administer insulin glargine. Investigation of the returned device (batch 0810g01, manufactured october 2009) found that the device met functional requirements. No malfunction was identified. The user manual instructs, "humapen luxura is for use only with lilly insulin (humalog or humulin) 3 ml cartridges. Do not use other brands of insulin cartridges.' There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of uncontrolled blood sugar levels. In addition, the patient used a non-lilly brand of insulin in the luxura hd.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company and reported an adverse event, concerns a (B)(6) female patient of unknown ethnicity. No medical history was provided. Concomitant medication included insulin glargine, which the patient applied with a humapen luxura half dose reusable device. The patient received insulin lispro (humalog; cartridge) at an unknown dosing regimen via a humapen luxura half dose reusable device for the treatment of diabetes type I beginning on an unknown date. Since (B)(6) 2015 the humapen luxura half dose device did not work, so the patient performed several tests to verify this (product complaint: (B)(4)/ lot: 0810g01). Reportedly, the screw did not come out even when turning the dial for dosing, so she applied the insulin lispro by taking it off the cartridge with a syringe in order to apply the medication. Subsequently, on an unknown date in (B)(6) 2015, time to onset not provided, the patient was decompensated (inferred as decompensation of blood sugar) and was hospitalized for five days. The patient was discharged on (B)(6) 2015. No additional information, corrective treatment or event outcome was provided. Improper use of the humapen luxura half dose device was indicated as the patient reused each needle three times and she used the device to administer insulin glargine. At the time of the report, the patient continued to apply insulin lispro with a syringe. The case included a suspect humapen luxura half dose device. The patient was a trained user of the device. General and suspect device duration of use was one year. Use of the device was not continued. Device was returned, no malfunction was found. The reporting consumer did not provide an opinion of relatedness. Additional case(s) for the same patient: (B)(4). Update 30jun2015: upon review of this case on 30jun2015, the case was opened to update the medwatch fields for regulatory reporting. Update 10aug2015. Additional information received 10aug2015 from the global product complaint system. To the device tab added the manufacture date, date returned, malfunction as no, the device specific safety summary, updated the EU/ca and medwatch fields and the narrative accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(6). This spontaneous case, reported by a consumer, who contacted the company and reported an adverse event, concerns a (B)(6) female patient of unknown ethnicity. No medical history was provided. Concomitant medication included insulin glargine, which the patient applied with a humapen luxura half dose reusable device. The patient received insulin lispro (humalog; cartridge) at an unknown dosing regimen via a humapen luxura half dose reusable device for the treatment of diabetes type I beginning on an unknown date. Since (B)(6) 2015 the humapen luxura half dose device did not work, so the patient performed several tests to verify this (product complaint: (B)(4)/ lot: 0810g01). Reportedly, the screw did not come out even when turning the dial for dosing, so she applied the insulin lispro by taking it off the cartridge with a syringe in order to apply the medication. Subsequently, on an unknown date in (B)(6) 2015, time to onset not provided, the patient was decompensated (inferred as decompensation of blood sugar) and was hospitalized for five days. The patient was discharged on (B)(6) 2015. No additional information, corrective treatment or event outcome was provided. Improper use of the humapen luxura half dose device was indicated as the patient reused each needle three times and she used the device to administer insulin glargine. At the time of the report, the patient continued to apply insulin lispro with a syringe. The case included a suspect humapen luxura half dose device. The patient was a trained user of the device. General and suspect device duration of use was one year. Use of the device was not continued and it was available for return. The reporting consumer did not provide an opinion of relatedness. (B)(4). Update 30jun2015: upon review of this case on 30jun2015, the case was opened to update the medwatch fields for regulatory reporting.